Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they were not feeling stimulation today. Agent inquired on if they used to feel stimulation, patient confirmed they usually do. Patient confirmed the green highlight was around the group number, indicating the stimulation was on. Agent directed the patient to increase stimulation to their comfort level. Patient stimulation was on 1.0 and increased to 6.0 on b1 and still did not feel any benefit. Agent directed patient to try another group such as group a. Patient increased to 7.5 and felt a tingle. Patient was able to continue to increase to 8.7 and was feeling tingling. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information from the patient indicated that they don't know why they weren't feeling stimulation. They were able to contact a rep and was able to feel stimulation now. The issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.